Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 5 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was undergoing an evaluation for transplant due to a driveline infection. During the evaluation, the lvad system was producing multiple low flow alarms despite the patient reporting being asymptomatic. The lvad team was unable to diagnose a reason for alarms. The patient was transplanted on (B)(6) 2017. The infection was first observed at another facility, with a positive culture on (B)(6) 2017 with purulent drainage from the exit site. The patient had been treated with IV antibiotics and acetic washes to the driveline exit site. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. The reported low flow alarms could not be confirmed as no log files were submitted. Evaluation of the left ventricular assist system (lvas) identified depositions inside the pump, however, there was no evidence to indicate that they caused a functional issue. The lvas had been exposed to fixative prior to being returned. The pump was returned assembled. The driveline was severed approximately 5 inches from the pump housing, and the severed portion of the driveline was returned in two portions. All parts of the sealed inflow conduit were returned. The sealed outflow graft, outflow graft bend relief, bend relief collar, and outlet elbow were returned. Examination of the inlet tube revealed a strongly adhered, white/yellow, tissue in-growth situated on the proximal opening. The tissue growth appeared to have developed in this area. However, a specific cause for its development could not be determined. The growth appeared to only be a partial obstruction and the majority of the inlet tube was not obstructed. This tissue growth would not have caused functional issues. The outlet stator revealed a white, soft deposition. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that it was present in the pump while it was operating. The deposition had minimal flow area obstruction. No other depositions were identified. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Thrombus and infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.